Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch plr665 and no non-conformance's were identified. Additional information was requested and the following was obtained: what was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? During passage through tissue. Were x-rays taken to locate the needle? No. Was the needle piece removed from the patient during the same procedure? Yes. Investigation summary: it was reported performance pull off - suture needle. It was received for analysis two unopened samples of product code m8805, lot plr665. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. Investigation summary: it was reported performance pull off - suture needle. It was received for analysis an opened sample of product code m8805, lot plr665. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. Note: events reported via mw # 2210968-2020-01660, 2210968-2020-01662.

Event description:
It was reported that the patient underwent a vascular procedure on (B)(6) 2020 and suture was used. During the procedure, the needle popped off at the swage. The procedure was completed with a like device. There were no adverse patient consequences reported.